Event description:
The facility reported a colleague infusion pump with a malfunction of all channels failed. This is addressing the channel a failure. This condition had the potential to interrupt delivery. The event was reported to have occurred after infusion in the coronary care unit. There was a patient involved, however there was no report of patient injury or medical intervention. No additional information is available. This is involving a pump with software version 5.03.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of all channels failed was confirmed and reproduced during product evaluation by baxter service personnel. This condition was due to a faulty pump head module (phm) on channel a. The phm was replaced to correct this condition. Additional information: a service history review revealed that this device has been serviced five times prior to this event. The device has not been previously sent into service for the reported condition of "channels failed". A device history review was also performed finding that the pump failed '814:09' at channel c. The phm was changed & pump passed subsequent testing.